Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose level of 400 mg/dl. The customer also reported calibration not accepted. The customer's current blood glucose was 140 mg/dl. The customer's current sensor glucose was 163 mg/dl. The customer's blood glucose came down to 301 mg/dl. The device will not be returned for analysis. The sensor will be returned for analysis.